Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device and right ventricular (rv) lead triggered an alert due to an out out-of-range pace impedance measurement. Evidence suggests this implantable system remains in service. No adverse patient effects were reported.